Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received battery power loss alarm. Insulin pump received multiple error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert, power loss alarm, replace battery alert, replace battery now alarm or pump error 23 alarm noted during testing or in the device trace download. (B)(4).